Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after removing a 21 g x 1.25 in. Bd vacutainer® eclipse¿ blood collection needle from a patient, the user activated the safety shield but it broke off of the device and the user suffered a contaminated needle stick injury. There were no reported medical interventions.

Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6265524. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.